Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noticed that the balloon ruptured after several dilatation was performed. Furthermore, there was no issue noted on angiography. The procedure was completed after implanting the stent. No patient complications were reported.